Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump alarmed properly all expected alarms during out testing. All of the buttons are responding properly, no damage or moisture damage was found on the keypad assembly, no unlocked lcd keypad connector and no frozen screens noted. However, the insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump is unresponsive without prior alarm. Customer's blood glucose was unknown mg/dl. The customer stated bad contact.